Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009: per tsr, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Inr results such as 2.6 and 2.7 are excluded form comparison test since test are done more than 3 hrs between two readings. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are with the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Returned strips were not the strips in complaint. No investigation is required for returned strips. Meter functional test was performed on returned meter and all testing criteria met. Further investigation revealed sample contamination in heater plate area. Further test is not required at this time. As of 10/16/2009, 3 discrepant results complaints were reported for lot #214549 yielding a complaint rate of 0.002%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)09: patient #1 also measure at the lab on the 20th inr=2.6 and on the 21st inr=2.7. No change in medication, no bruising, using first drop, didn't have difficulties getting sample.